Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, calcified posterior descending artery (pda). The physician attempted to advance a 3.50x32 taxus liberte stent however was unable to cross the lesion. Upon removal, the physician found the stent strut lifted up. No patient complications were reported and the patient's status is good.